Event description:
The patient underwent stent assisted embolization of the anterior communicating artery (acom) aneurysm. Resistance encountered as the physician was advancing the microcatheter (subject device) over the guidewire to the target lesion and the patient ¿jumped¿ during this stage of the procedure. The physician uneventfully placed a stent across the aneurysm neck and coiled the aneurysm. The procedure was successfully completed. After the procedure, imaging detected a vessel vasospasm proximal to the stent. Angioplasty was performed to treat the vasospasm; however, after the second run a vessel dissection of the acom was noted distal to the aneurysm. The physician stated that the dissection has occurred during advancement of the microcatheter over the guidewire but was not detected. The vessel dissection resulted in a subarachnoid hemorrhage (sah). Several coils were placed in the vessel to treat the bleeding and the vessel was occluded. However, approximately the following post procedure week, the patient died from complications. The exact date of the patient death is unknown.

Manufacturer narrative:
The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Death, vessel dissection, vasospasm and hemorrhage are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. Device is not available to the manufacturer.